Event description:
It was reported during internal carotid artery (ica) ophthalmic artery aneurysm case, while deploying middle of the subject stent could not be expanded. During second deployment attempt, physician found that subject stent was prematurely deployed within the microcatheter, and middle segment was still not expanded. Procedure was completed with another device after which arterial dissection was observed. Additional information received stated that the arterial dissection was due to the subject stent. An additional stent was deployed as medical intervention to treat dissection. Patient is recovering.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, the stent delivery wire (sdw) was returned inside an microcatheter. The subject stent was returned deployed and was deformed with frayed edges at both ends. The subject stent was partially closed at one end with the braid compressed. The sdw was severely kinked/bent 1.8cm and 2.5cm from the distal end. The stent introducer sheath was not returned. Functional testing was not required as subject stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer stated for the 1st flow diverter stent, the subject device deployed in the microcatheter. The cause for dissection was the 1st flow diverter stent. The 1st microcatheter was replaced along with the 1st flow diverter stent because the operator didn't know if the problem was from the microcatheter or flow diverter stent, so he replaced both of them. The anatomical locations of all implanted stents was the lower of oa for the second flow diverter stent and for the stent it was the tale of flow diverter stent, about c3. The additional stent was deployed inside the flow diverter stent. Product analysis found the sdw was returned inside an microcatheter. The subject flow diverter stent was returned having been deployed (as per the event description ¿withdrew the whole system out and confirmed the fd was deployed¿). The stent was found to be deformed with frayed edges at both ends and the stent was partially closed at one end with the braid compressed. The sdw was severely kinked/bent 1.8cm and 2.5cm from the distal end which indicates the device encountered a significant force which may have contributed to the event. An assignable cause of procedural factors will be assigned to the as reported stent failed/unable to open (when not implanted) and stent deployed prematurely during use and as analyzed stent deployed prematurely during use, stent failed/unable to open (when not implanted), stent deformed and sdw kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of anticipated procedural complication will be assigned to the as reported code patient vessel dissection as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.